Event description:
The following has been reported by customer: incorrect operation of the piston pusher legs. Reporting as a conservative measure. Adverse effects were not reported. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. The analysis is based on the information received, in particular the video provided by the customer, which highlights a blockage of the pusher arm clamps. However, some photos highlight a misalignment between the upper case and the angle bracket, as well as the cpu board being dislodged from its housing. To correct this issue, the support service replaced the power board, the bracket and mains board, the plunger kit. Based on the analysis of all the available data, it appears likely that the pump has experienced a fall. The complaint is classified as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse the trend is: n/a.